Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Impedance/high impedance: 2 - patient alerts for hvb-hva lead z > 200 ohms (B)(6) 2012 03:00:03 to (B)(6) 2012 03:00:04. Weekly hv impedance log data shows an abrupt increase for min and max svc = 49 to 16382 ohms peak between (B)(6) 2012; 3 - patient alerts for svc(hvx) lead z > 200 ohms (B)(6) 2012 03:00:03 to (B)(6) 2012 03:00:04. Weekly hv impedance log data shows an abrupt increase for min and max svc = 61 to 16382 ohms peak between (B)(6) 2012.

Event description:
It was reported that the high voltage and pace/sense portion of the right ventricular (rv) lead were capped due to high impedancesthat triggered a patient alert. A new lead was implanted and the supra vena cava (svc) portion of the existing lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the high voltage and pace/sense portion of the right ventricular (rv) lead were capped due to high impedances that triggered a patient alert. A new lead was implanted and the supra vena cava (svc) portion of the existing lead remains in use. No patient complications were reported as a result of this event.